Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then prepared the wds to be inserted into the was. Before the wds could be inserted it was noted that there was a thrombus in the was. The was was aspirated, and the physician felt like it was clear of the thrombus, so the procedure was continued. The wds was inserted, and the closure device was deployed in the laa of the patient and release criteria was checked. While checking for release criteria it was noted that there was a new thrombus on the threaded insert of the closure device in the laa. The physician performed a second transseptal puncture in order to aspirate the thrombus. The thrombus was aspirated out of the patient and the physician made the decision to end the procedure. The closure device was recaptured, and all devices were removed from the patient. The patient made a full recovery and was discharged from the hospital.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then prepared the wds to be inserted into the was. Before the wds could be inserted it was noted that there was a thrombus in the was. The was was aspirated, and the physician felt like it was clear of the thrombus, so the procedure was continued. The wds was inserted, and the closure device was deployed in the laa of the patient and release criteria was checked. While checking for release criteria it was noted that there was a new thrombus on the threaded insert of the closure device in the laa. The physician performed a second transseptal puncture in order to aspirate the thrombus. The thrombus was aspirated out of the patient and the physician made the decision to end the procedure. The closure device was recaptured, and all devices were removed from the patient. The patient made a full recovery and was discharged from the hospital.